Event description:
A report was received that the patient is not receiving stimulation. The physician took a fluoroscopy and confirmed that both leads are out of the epidural space and one lead is not connected to the ipg. It is believed that during a previous non-device related fusion surgery, the physician pulled the leads out of the epidural space and disconnected one of the leads from the ipg. The patient will undergo a lead revision.